Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error spontaneously. The customer's blood glucose was 11 mmol/l. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.